Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38x4.0mm target lesion was located in the moderately tortuous and moderately calcified left main artery. A 4.00 x 38 synergy drug-eluting stent was advanced; however, during procedure, the distal end of the stent strut was lifted due to scratch with the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal stent struts were noted to be lifted. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38x4.0mm target lesion was located in the moderately tortuous and moderately calcified left main artery. A 4.00 x 38 synergy drug-eluting stent was advanced; however, during procedure, the distal end of the stent strut was lifted due to scratch with the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.